Event description:
It was observed during the device evaluation, the uretero-reno videoscope exhibited a cut and detached bending section sheath. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and historical data, possible causes includes stress problems. The most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.